Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high when compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8:54pm, the patient reported testing on her lfs meter and obtaining a reading of "135mg/dl" and gave herself 4 units of humalog insulin and went to bed. The patient reported using humalog insulin pump therapy to manage her diabetes. The patient reported 25 minutes after the alleged issue began woke up feeling, "sweaty." The patient reported testing on her onetouch ultramini meter and obtained a result of "56mg/dl" and self administered a glucose tablet. It is unclear if the patient's symptoms were intermittent, ongoing or worsened after the alleged issue began. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement, and she was using the correct test strips. The cca noted the patient was using an approved sample site to obtain the blood sample. A control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient allegedly obtained an inaccurately high reading, administered insulin based on that reading, developed symptoms of hypoglycemia, and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.